Event description:
It was reported that the transcarotid artery revascularization (tcar) procedure was to treat a de novo lesion in the internal and common carotid artery. The 9-7x40mm xact self-expanding stent system (sess) was advanced to the target lesion, and the stent was deployed. However, during delivery catheter removal the nose of the delivery system became stuck on the sheath and became separated. The separated piece was lodged with the sheath. Therefore, the separated piece was removed with the sheath. There were no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal the nose of the delivery system inadvertently became stuck on the sheath resulting in the reported difficult to remove. Manipulation of the compromised device ultimately resulted in the reported tip material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.